Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. Lower rate programmed to forty five beats per minute was identified. The right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.